Manufacturer narrative:
Our quality engineer inspected the photo and 4 samples submitted for evaluation. The reported issue of needle defect - other was confirmed upon inspection of the samples. Analysis of the samples showed that the needle had pierced through the catheter on the 1 used sample. No damaged components were observed on the 3 representative samples. The unused samples passed a catheter air-water leak test and a retraction test with no failures detected. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. It is possible that the needle pierced through the catheter during product application or during needle cover removal, particularly if not handled carefully.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22ga 1.00in y w/ cap had plastic part around the needle is defective we hereby inform you of a complaint about the product quality, with the internal complaint number (B)(4) of the article 1x 4813444, bd nexiva kath syst 22g 0.9x25mm y-ver blue 20 pcs. Defect reported by the customer: plastic part around the needle is defective. The plastic should remain in the vein as soon as the needle is pulled out. This does not work. If you then pull out the needle including plastic, you can see a slit on plastic. When did the incident occur? During use.